Event description:
During an mitral valve replacement. The coronary sinus catheter was placed in the coronary sinus. At the end of the procedure bleeding was noted. The coronary sinus had been perforated. The perforation was repaired.